Event description:
It was reported by the customer that the device would not turn on using battery power. The device turned on properly when connected to ac mains power. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed during functional and performance testing. The root cause of the reported problem was not determined. The power supply assembly was replaced as a precaution because a similar problem was reported earlier in january that was not duplicated, and the battery was replaced. The device was subsequently returned to the customer. The removed power supply assembly was not returned to physio-control for further evaluation. The root cause of the reported problem was not determined.